Event description:
This report is based on information provided by a philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not boot up. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.